Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined that the plug harness assembly was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an investigation of the device is completed, a follow-up/final report will be submitted.

Event description:
It was reported during post-op testing that the cord needed fixed/calibrated and there were exposed wires. No adverse events were reported as a result of this malfunction.